Manufacturer narrative:
(B)(4): #2 follow up emdr. A complaint sample was provided for evaluation. The evaluation confirmed the failure mode. The complaint investigation was not able to identify a root cause. A review of applicable device history records could not be performed since a lot number was not reported in the incident report. The investigation was not able to identify a probable root cause for the reported failure mode. A review of the current manufacturing process did not identify any step that may have contributed to the report failure mode. However, as the trending report indicates, we have seen other instances of this failure and have reached out to our supplier of the plastic cap to investigate their processes for possible root cause and corrective actions. Supplier corrective action request has been issued to the supplier of the plastic cap.

Manufacturer narrative:
(B)(4). A follow up emdr will be submitted upon receipt of additional information and/or completion of investigation.

Event description:
Medical specialties - broken the nose of the safety valve is broken and had to be replaced. Neither patient injury nor medical intervention has been reported. Additional information received (B)(6) 2015: the nose of the safety valve is broken and had to be replaced. The safety valve is cracked and had to be replaced. The nose of the safety valve is broken. The valve cap now is fixed by tape (leukoplast): fixing the valve cap with a tape; is it risky / work it correctly for next drainage ? It is still possible to drainage.

Manufacturer narrative:
(B)(4): follow up emdr for additional information received. Updates made. Another follow up will be submitted upon completion of investigation. Correction made. After submission of initial emdr, it was noted that the 510k for peritoneal use was reported instead of the intended 510k for pleural use.

Event description:
Is the lot # available? No lot# available if no, does the valve have pleurx printed on it? No information available. What was the original implant date to the patient? (B)(6) 2015. Is the patient currently receiving chemotherapy? No information available. What is the customer using to disinfect the valve? 50-7290: alcohol pads. Is the drainage being performed by a healthcare provider or a personal patient caregiver(unlicensed)? No information. How frequently is the patient receiving drainage? Most of them daily. Is the patient undergoing radiation to the area where the catheter is placed? No information available. Pleural or peritoneal? You can't always be sure by the cat code used. One pleural and one peritoneal. Did they experience any difficulty attaching the cap or lockable drainage line at any point? In what way was it difficult? No information available. Did the nose become bent at any time before it broke off? For example, did it bend on one drainage and then break on another occasion? Might be possible. Do they notice anything different about the catheter tubing compared to what they've seen on other patients? No information available. Is there any patient information available? (B)(6) female.